Event description:
The patient reported that an e7 (electronic) error was displayed on her infusion device in 2009 and she changed the battery. The next day, the patient's blood glucose measured 380 mg/dl at 8:30 am and she bolused one unit of insulin and an e4 (occlusion) error was displayed. She changed the battery, insulin cartridge, and infusion set and e7 was displayed. She injected insulin via syringe and at 11:00am, her blood glucose measured 180 mg/dl. Her normal blood glucose level is 80 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.